Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no related complaint with return of device. Conclusion: failure observed during analysis. A partial lead was returned in two segments for analysis. Externalized conductors due to internal insulation abrasions were noted at 9.5-12.9cm and 11.5-16.0cm from the distal tip. External insulation abrasions were noted at 45.1-45.2cm and 45.6-45.7cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at these locations.